Event description:
Customer reported to sales rep that a pt felt a "pop" along the abdominal suture line one day following c-section. Three days following c-section the pt/physician noted that the abdominal suture line began to dehisce. Pt was returned to or for repair. No further complications were reported.